Event description:
It was reported that the customer received a button error alarm on the insulin pump and the alarm could not be cleared. The customer's blood glucose level was not known. The buttons were not pressed for longer than three minutes. The customer was had to discontinue use and had reverted to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad trace. A minor scratched display window and cracked reservoir tube lip was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.